Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the hospital for a stomach infection, and the nurse stated that the insulin pump had failed. The blood glucose reading at time of call was 374mg/dl, and he has treated with the insulin pump. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the customer to run a manual prime test and the insulin did exit. Time, date, basal rates, and bolus wizard settings were correct. Performed the high pressure test and passed. No further information was provided.